Event description:
During a breast biopsy procedure, the device wouldn't cock. It constantly went back to the pre-fire position. Also, the same device was firing on its own. The case was completed with another like device. There was no pt consequence.